Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Add'l info pertaining to the device referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "dr has on numerous occasions found foam particulate on the implants that are opened for implantation into his pts. He feels strongly that there should be other alternative considered in how stryker packages their implants as to eliminate sources of third blood body debris, etc. Specifically mostly styrofoam particles from packaging."